Manufacturer narrative:
Investigation is ongoing.

Event description:
Post transfemoral pre-dilation with the balloon aortic valvuloplasty (bav) there was difficulty removing the bav balloon. It was decided to remove the entire esheath and bav together. Upon removal, there was a tear on the blue portion of the sheath shaft on the distal portion. There was no vascular complication, no injury to the patient. There was no insertion difficulty encountered when placing the esheath in the patient. There was no insertion difficulty encountered when inserting the bav. The esheath was exchanged, and the valve was placed with no difficulty.

Manufacturer narrative:
The esheath was returned for evaluation after being used in procedure and was visually inspected. The distal end of hdpe had a split, approximately 1" from distal tip. There were scratches on distal end of sheath. A portion of the liner normally exposed was intact, a portion of liner intended to expand confirmed to be expanded as designed, and there was minor distal tip damage. No relevant dimensional inspections were performed on the device due to its condition (hdpe split). No relevant functional testing could be performed on the complaint device due to its condition (fully expanded, distal tip damage, hdpe torn). A DHR review was performed for the components that are the most relevant to this complaint event, and did not reveal any issues that could have contributed to the reported event. A lot history review was performed and revealed no other complaints relating to ¿sheath distal tip-split¿. A review of the complaint history reveals that the occurrence rates did not exceed the (B)(6) 2016 control limits for the trend category of ¿sheath distal tip-split¿. No IFU/training deficiencies were identified. During manufacturing of the sheath, devices are (B)(4) visually inspected by manufacturing and quality. The tip ID is visually inspected at bond at 2.85x minimum magnification and tip ID dimensions inspected per drawing and go-no-go gage. The presence of the c-marker is visually verified. The sheath is visually inspected at assembly for wrinkles, kinks, bend or mechanical damage. The sheath is visually inspected on the hdpe for circumferential oriented surface defects, protruding or missing material, dents and cuts. Additional visual inspection is done at 2.85x magnification for stress lines in liner, seam separation and general cleanliness. A sample of sheath shafts undergo visual inspection for pre- and post-expansion testing performed during product verification (lot release) testing. The samples go through an expander insertion test where peak push force is measured while an expander (simulating a delivery system and valve) is pushed through the expandable sheath. For this work order, the lot met statistical acceptance criteria. These inspections stated above support that it is unlikely a manufacturing non-conformance was the source of the complaint. The complaint for ¿sheath distal tip-split¿ was confirmed based upon visual inspection of the returned sample, but no manufacturing non-conformances were able to be confirmed. As stated in the cer complaint description the physicians believe that patient factors (tortuous aorta) causing the balloon catheter to put too much stress on the sheath translating in to a split in the hdpe. Engineering also confirmed several scratches that may indicate damage from vessel calcification may have also contributed. Engineering review of training/IFU also identified that failure to deflate the balloon completely prior to attempting retrieval may also contribute to complaints such as this. An exact root cause for the complaint could not be determined. Based on available information and examination of the returned device, it is likely that patient factors (tortuosity, calcification) contributed to the complaint. Since no manufacturing non-conformances were identified in the product evaluation, and no labeling, training, or IFU deficiencies were identified, no preventative or corrective actions are required. Since no product non-conformance was confirmed in the returned complaint sample and the trend category for this failure mode does not exceed the complaint control limits, no product risk assessment (pra) escalation is required. The complaint was confirmed, but no manufacturing non-conformities were found in the returned sample. No labeling or IFU inadequacies have been identified and review of complaint history did not reveal that occurrence rate exceeds the (B)(6) 2016 control limits for this failure mode. Therefore, no corrective or preventative action is required.